Manufacturer narrative:
The implant date should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
Related manufacturer reference number 1627487-2019-05814, 1627487-2019-05815, 1627487-2019-05817, 1627487-2019-05818.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-05814, 1627487-2019-05815, 1627487-2019-05817, 1627487-2019-05818.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number 1627487-2019-05814, 1627487-2019-05815, 1627487-2019-05817, 1627487-2019-05818. It was reported that patient's drg system may be explanted and replaced with an scs system for unknown reason. Diagnostics indicated that therapy was on for the patient. Surgical intervention may take place at a later date.